Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2011. On (B)(6) 2011, during post-op exam, it was observed that the lens was implanted upside down. The pt could not see close up, pt is farsighted. Pt also experienced elevated iop. The lens was removed by a different surgeon. The surgeon made a new incision and another needed. No pt injury. Bcva 20/15/and pt is doing well.

Manufacturer narrative:
(B)(4) - secondary surgery, (lens implanted upside down). Eval: method: lens work order search/medical review. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Medical review - an upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. Pt also noted to have iop which could be due to the haptics of upside down icl pushing the iris forward, blocking the angle. The condition was resolved after another lens placed in correct position. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).